Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that impacted product was stripped. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device was able to confirm the reported event, as the metal threads were found stripped. Device had signs of usage on its overall surface and no additional damage was identified on its surface. Potential cause can be traced to an off axis assembly with its mating component; excessive force applied during trialing, improper handling/care of the device; or by impacting the device before it was fully threaded/seated. As per inhance¿ shoulder system surgical technique (500992014 rev c), page 24, 41 and 61, the following precautions need to be followed during the assembly with its mating component: 1) "the concave impactor tip should be impacted on-axis with the shell. Ensure that the impactor tip maintains its fully seated position against the mating shell face throughout all subsequent impactions"; 2) "the concave impactor tip should be fully seated and conforming to the mating glenosphere spherical diameter prior to impaction. Ensure that conformance between the impactor tip & glenosphere is maintained throughout all subsequent impactions"; and 3) "the concave impactor tip should be fully seated and conforming to the mating glenosphere spherical diameter prior to impaction. Ensure that conformance between the impactor tip & glenosphere is maintained throughout all subsequent impactions". Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the concave impactor tip would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the impacted product was stripped.